Manufacturer narrative:
Analysis was normal, no anomalies were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with chest pain. The physician observed a decrease in sensing and lead perforation in the right ventricle. The lead was explanted and replaced successfully. The patient tolerated the procedure well and doing fine post procedure.